Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, e1, g2, h3, h6. A visual analysis of the returned device identified: opening, wear abrasion, crease fold, and yellow particles inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior and have non-penetrating nicks around in the opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior due to a fold flaw opening, and non-penetrating nicks (stress marks).

Event description:
Physician observed a "hole, non-specific" during surgery.